Manufacturer narrative:
(B)(4). Lockout.

Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The device was not working properly--working intermittently. Another device was used to complete the case. There was no adverse consequence to the patient.